Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room (ER) with a blood glucose (bg) level of 283 mg/dl. Customer attempted to address elevated bg via correction bolus and charging pump. The customer declined offered treatment from the ER. Customer was released from the ER the same day with no permanent damage.